Event description:
As reported per the user facility: when opening test dose lidocaine with epinephrine, the vial shattered in the right hand, described as "disintegrating" many pieces of glass shards had to be removed from the hand. Large piece of glass removed from the thumb, laceration on the thumb and index finger. Steristrips applied, and the hand wrapped. The 2nd episode occurred today after this with another clinician, the vial "shattered" during opening, without injury. Additional info was not provided by the facility after several attempts were made to contact the reporter.

Manufacturer narrative:
The actual drug ampules were not returned to the MFR to be evaluated. Without the actual samples a thorough evaluation could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the drug MFR, hospira inc for further investigation. If any info is rec'd from hospira inc. Stating that there is an inherent problem, this report will be re-opened.